Event description:
Gravid pt (intravenous pitocin induction) pitocin piggyback via imed pump. When door of pump was opened it did not occlude intravenous tubing - as it should - causing a free flow of pitocin. This resulted in uterine hyperstimulation and fetal bradycardia for 5 minutes. Pt required terbutaline 0.25mg given and imed pump removed from room and tagged for repair. Physician notified, no new orders given. Good recovery of fetal heart rate.